Manufacturer narrative:
(B)(4). Batch # p93f5y. Investigation summary the device was returned with a damaged blister and a damaged packaging shipping box. The device was in good physical condition. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The packaging was inspected and it was concluded that the damage to the shipping box/blister was caused excessive handling and likely being dropped from a height of 50 to 65 inches. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that three harh d36 devices were received with damage to the sterile packaging. The sides were smashed in and it cracked the container that the device is in. There was no patient involvement.